Event description:
The following was reported to davol by the patient's attorney. On (B)(6) 2004, the patient had a laparotomy, sacral colpopexy, suspension of the vaginal vault from the sacral promontory procedure with placement of an undefined bard/davol "marlex" mesh for the treatment of vaginal vault prolapse. The attorney's report alleges permanent injury, pain and suffering, additional medical and surgical intervention, and defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's operative report only. Without a lot number, a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.